Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient experienced a significant purulent discharge at the drive line exit site with positive cultures for methicillin-resistant staphylococcus aureus (mrsa). The infection was treated with a course of intravenous. It initially improved, bit them it had worsened a few days after antibiotics suspension. A surgical debridement was planned.

Event description:
It was reported that the patient was admitted with a driveline exit site infection which was responding well to antibiotic therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.